Manufacturer narrative:
(B)(4). Date sent: 3/17/2023 d4: batch # 890a77 investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with the anvil bent upwards and with a gst60w reload loaded on the device. The reload was received fully fired. No functional test was performed due to the condition of the device. No abnormal noises were noted during functional testing.  It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 890a77, and no non-conformances were identified.

Event description:
It was reported that during a nephrectomy procedure that the stapler misfired. There was a "weird" nose made before and after it fired. No other information was provided. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch #: unk. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional information was requested, and the following was obtained: did the device deliver any staples? Yes. If yes, were the staples formed properly? They were malformed. If yes, was the staple line complete? Yes. Did the device cut? If yes, was the cut line complete? Yes. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Not sure. Was there any difficulty opening the device? No. If yes, how was the device removed from the patient? If yes, did the jaws eventually open?"